Event description:
It was reported that the procedure was to treat the circumflex coronary artery with moderate calcification and moderate tortuosity. The 4.5x33 mm xience skypoint stent delivery system (sds) could not cross the tortuosity of the vessel. On pull back, the sds caught on a previously implanted stent in the iliac artery. The xience sds was able to be removed from the iliac stent but it was stretched and pulled past the balloon but remained on the system. The stent was removed on the system when the sds was removed. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stretched stent was confirmed. The reported stent dislodgement was not confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The reported difficult to remove could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported difficulties could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, positive pressure during preparation, procedural technique, insufficient support, or interactions with other devices. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to a stretched stent include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, interaction with accessory devices, patient anatomical morphology, or patient disease state. In this case, it is possible that the device may have interacted with the moderately calcified, moderately tortuous lesion during advancement, causing the reported failure to advance. Further interaction with the previously implanted stent during retraction of the device may have contributed to the reported stretched stent and observed material deformation, ultimately causing the reported difficult to remove; however, this cannot be confirmed. The stent dislodgement reported by the account was likely the reported stretched stent and observed material deformation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.